Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent escape button response due to corroded keypad traces. The device was also received with a cracked display window, cracked display window corners, cracked reservoir tube lip and window, cracked battery tube threads and a cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 14.7 mmol/l. It was also stated that the customer may have got some sweat on the insulin pump. Advised to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.